Manufacturer narrative:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to bilateral upper abdomen, lower abdomen, upper back fat, lower back fat, and infragluteal areas using the cooladvantage plus applicator, and was diagnosed with paradoxical adipose hyperplasia on the treated areas 6 months after treatment.

Event description:
Allergan aesthetics received a report of a patient treated submental with coolsculpting developed paradoxical hyperplasia (pah/ph).

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00658.